Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 4.10d. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with cracked case(battery tube), cracked battery tube threads, faded serial number label, cracked retainer and cracked reservoir tube lip.